Manufacturer narrative:
The investigation into patient's thrombus and stroke/cva has been completed. The product was not returned for evaluation. The data logs showed that there are no motor current spikes that can be indicative of where the stroke could have occurred, and no clear sign of ingestion. There are insufficient details provided to determine when the stroke occurred. It was noted that thrombus was seen upon explant. The relationship of the impella to the stroke is unknown. The root cause of the stroke and thrombus is most likely due to the patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The impella was removed without issue and the right axillary site was washed out. There was some thrombus present, so thrombectomy was performed post impella removal on right axillary to continued flow to right arm. Additionally, the patient was noted to have had a mild stroke and is currently recovering.